Event description:
Additional information reported during the case the lead for the right sided arm pain repeatedly returned a value of over 10,000 ohms. The event was considered resolved without sequelae after the replacement.

Event description:
Additional information indicated the lead was disconnected from the extension and showed high impedances throughout. The lead needed to be replaced with a new lead. Normal impedances were attained once lead was explanted and replaced. The patient was to be seen in clinical in march. The event was still ongoing at the time of report. A follow-up report will be sent if additional information on outcome is received.

Event description:
It was reported that upon checking impedance at implant procedure (2014 (B)(6) implant date) they were found out of range both leads and all contacts. Steps were taken to correct this (not identified) but high impedance was still showing. The device was interrogated and abnormal high amplitude of 7.3 was seen but the patient normally runs at amplitude of 2. In spite of the impedance issue the patient still had a good paresthesia to his upper limb. The location of the event was noted as the device pocket. When the patient attended the clinic for routine post op follow up (2014 (B)(6)) he reported intermittent and painful paresthesia. It was noted the impedances were cause the intermittent painful paresthesia. The patient was listed for a revision of the device (lead or extension) but no date was given and was also sent for an x-ray. Fu information on 2015 (B)(6) indicated the patient still wasn¿t recovered. The event was still unresolved. The x-ray (performed on 2014 (B)(6)) was reviewed by consultant - no apparent lead fractures seen on x-ray. The patient¿s medical history is as follows: depression (treated), headache right frontal area (2011), crps I (1994), pain type: neuropathic, the patient taking pain prescription medications for the indication, date of first implant for this indication was 2004.

Manufacturer narrative:
Product ID 3888-45, lot# 0207059794, implanted: 2014 (B)(6); product type lead product ID 3888-45, lot# 0207079715, implanted: 2014 (B)(6); product type lead product ID 37082-60, serial# (B)(4), implanted: 2014 (B)(6); product type extension. (B)(4).

Manufacturer narrative:
Follow-up is being conducted to clarify the devices associated with the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported the lot number of the lead is(B)(4) which differs from the previously reported device information. Follow-up is being performed to clarify the lead lot number and ins serial number associated with the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study verified the lead with lot number: b0246189k was explanted and replaced on (B)(6) 2015. It was verified that the lead was implanted on (B)(6) 2004.